Manufacturer narrative:
The equipment was received in house at the vyaire facility. Service technician evaluated the ventilator and was able to verify customer's reported problem. The technician replaced the blower module with a known good one and passed the test. Additionally, event trace reveals vent inop conditions. Service technician replaced the main board as precaution. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer was verified. The root cause was traced to the blower module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel unit would not ventilate and has blower demand error flashing. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.